Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr catheter were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not round which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire and rotalink became entrapped with each other. A 1.75mm rotalink plus was selected for use together with 330cm rotawire. During procedure it was noted that the wire could not be pulled out from the burr. The wire was forcibly removed together with the burr. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the rotawire and rotalink became entrapped with each other. A 1.75mm rotalink plus was selected for use together with 330cm rotawire. During procedure it was noted that the wire could not be pulled out from the burr. The wire was forcibly removed together with the burr. The procedure was completed with a different device. No patient complications were reported.